Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that during patient treatment, a leakage between the co2 absorber and the patient cassette was introduced when changing the co2 absorber. There was no harm to the patient. (B)(4).